Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink continu-flo solution set leaked at the check valve. The medication involved was not reported however it is known that the event occurred in the oncology department. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Upon follow-up, the customer clarified that the device had not leaked, and there was no allegation against this device. Should additional relevant information become available, a supplemental report will be submitted.